Event description:
It was reported by the patient's family member that the patient is deceased and died three days after an unrelated surgery. Further review of the manufacturer's database revealed the patient died approximately six months post implant of the implantable cardioverter defibrillator (ICD) system. Additional information obtained from the cardiologist office noted that the patient was to have a bronchial thermoplasty one month prior to date of death which was delayed due to renal failure. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trm implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; 6947m62 implantable tachy lead, implanted: (B)(6) 2013. (B)(4).